Event description:
Additional information was received from the patient that reported that the device had not been taking a charge lately. The patient reported that they had a follow-up appointment scheduled with their health care provider on (B)(6) 2016. While charging the night of the report, the device kicked in at full power and the patient couldn't get it to turn off. The patient went to the emergency room.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported regarding overstimulation and implantable neurostimulator (ins) showed that it was off. The issues were resolved by the manufacturer representative with guidance from technical services. An impedance check showed nothing abnormal.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Refer to MDR# 3004209178-2016-09195 for the report on the ins ((B)(4)).

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient woke up in the night and started to charge the device. While charging the device, the patient started experiencing overstimulation when the implantable neurostimulator (ins) was off. The ins was off and not responding to commands from the patient programmer. The manufacturer representative had been contacted by an emergency room health care professional (hcp) about the issue. The manufacturer representative that called was not able to confirm that the correct programmer was being used. The manufacturer representative thought that it was possible that the old patient programmer was being used. The patient had sudden painful stimulation. The manufacturer representative stated that they would follow-up with the patient and hcp to resolve the issues using the patient programmer and recharger. The patient had two ins systems and it was unknown which ins the patient was having the overstimulation problem. Impedance measurements were not taken. The manufacturer representative called back and reported that they met the patient at the hospital on (B)(6) 2016. The ins was interrogated with the physician programmer and it showed that stimulation was off. A physician mode recharge (pmr) was attempted and the patient stopped shaking from the overstimulation as soon as the pmr session started. The affected system had leads to the cervical spine region. The patient was normally programmed around 2v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a letter from the health care professional (hcp) reporting that the cause of the overstimulation when the implantable neurostimulator (ins) was off was "probably partial charge after full discharge." The cause of the programmer not responding was not known. The overstimulation and programmer not responding were both resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative regarding the patient. It was reported that he did not remember if there was a power on reset message that appeared since this issue occurred so long ago. To his recollection, there was not, and the patient was recharging normally with the charger plugged in. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the device that malfunctioned was the device with serial number (B)(4). Additional information regarding this event will now only be captured in this manufacturer report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator woke up in the middle of the night and came on full strength. The patient couldn¿t turn the implantable neurostimulator off. She went to the hospital in an ambulance and airlifted to another city so the patient was in ¿full malfunction¿ with that for 9 hours. She was like a ¿full lightning rod¿ because stimulation was at fullstrength. She worked with a manufacturer representative at the time of the malfunction. The patient had been told that there is a software issue with the model from (B)(6) of 2013. The patient had been told that there is a software issue with the model from (B)(6) of 2013. There were no further complications reported or anticipated.